Event description:
It was reported that prior to a coronary stenting treatment procedure, stent damage was observed. The de novo lesion being treated was 2.75mm in diameter and 12mm in length and located in the calcified, 90% stenosed left circumflex (lcx). Predilation reduced stenosis to 50%. While the doctor was trying to introduce the stent, he found a protrusion in the proximal struts of the stent, so he didn't use this stent and used another liberte stent to finish the procedure successfully. Since the stent damage was observed outside the body, no pt injuries or complications were reported.